Event description:
Reporter indicated via scientific article "vagus nerve stimulation (vns) for treatment-resistant depressions: a multicenter study", a vns therapy pt experienced an infection. No other info was available, and good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Rush aj, george ms, sackeim ha, marangell lb, husain mm, et al. "Vagus nerve stimulation (vns) for treatment-resistant depressions: a multicenter study". Biol psychiatry 2000; 27: 276-86.